Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician moved the ipg to the right hip from the right buttock. The patient is reportedly doing well following the procedure.